Event description:
Boston scientific received information that the patient with this pacemaker system was brought to the emergency room by the paramedics. It was reported that the patient¿s caregiver found the patient convulsing . The strips taken by the paramedics said the patient¿s heart rate was 20 bpm, however, the physician felt that was questionable due to the morphology and appearance of the strip. When device was interrogated there was a message noted to check the right ventricular (rv) lead. Evaluation was done and atrial and ventricular capture thresholds were stable, impedances were normal and the r-wave amplitude was fine. The patient¿s rv capture threshold trend was stable, and no out of range measurements were identified. There were no events in the arrhythmia logbook. The patient was 98% atrial paced, ventricular sensed. It was noted that ventricular auto capture was in a suspended mode, but it was undetermined for how long. The output was programmed at 2.4 volts when the device was interrogated. Boston scientific technical services (ts) discussed the information with the field representative. It was suggested that a save-to-disk be sent in for review. No additional adverse patient effects reported. At this time, the system remains in service. No additional information was available, and at this time a save-to-disk was not received for analysis. There have been no reports of any programming changes, and at this time information suggests the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.